Manufacturer narrative:
Complaint: (B)(4): received 6rk and 83 loose tubes 454322/b250139q for evaluation. Received customer pictures. Based upon the customer pictures and samples, the complaint is confirmed for the variation in label placement. Please refer to recall 25-689. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h7: remedial action initiated; h9: correction/removal reporting number; h11: manufacturer narrative.

Manufacturer narrative:
Complaint: (B)(4). Samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer states tubes are not filling to the required line, even when proper collection procedures are followed, such as using a discard tube with butterfly needles. Customer supplied more information: we are currently using butterfly collection sets, straight needles, and syringes. Our phlebotomy team is well-trained and fully aware of the proper technique, including the use of a discard tube when using butterfly sets, and ensuring that each tube is held in place until it is fully filled to the designated mark. Due to ongoing concerns, the team asked me to observe and replicate the process myself. I performed collections using both a straight needle and a butterfly set with a discard tube. In both cases, the tubes consistently underfilled, not reaching the marked fill line. Given that a discard tube was used with the butterfly set, the result could have been even worse without it. I will be sending images in a separate email, as I need to use my phone to take and send the photos. I'll include the tube I just prepared for simulation using water (not actual blood) to confirm that the issue remains consistent with what was observed yesterday using a straight needle. Update 23jul2025: the customer provided a photo of the tube label, which shows that label placement varies.